Event description:
Customer alleged that a unit stopped cycling while in use on a patient. The patient was provided oxygen and was placed on a different ventilator; patient recovered from the incident without harm. Later the same evening, the patient expired: the patient's death was not attributed to the alleged incident.

Manufacturer narrative:
Patient was placed to support ventilation until family arrived, at which point hospital staff would allow her to pass. The device is expected to be returned for evaluation. A follow-up report will be submitted when the device evaluation is complete.